Manufacturer narrative:
On 02-feb-2016, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found errors 2012 air detected and ds- diluent short as on-going errors. The fse replaced the 2-way valve and the pump for the diluent. The most probable cause of the reported event was due to a defective diluent valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported errors 2012 air detected and ds- diluent short failure with their aia-360 analyzer. The customer is unable to run prog and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.